Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence. The pump and cuff were explanted and replaced; a smaller cuff was implanted. The original balloon remains implanted and was refilled with saline. There were no further complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.